Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual examination found that the fiber tip was degraded, and the connector had burn marks on its face. Functional testing of the fiber found that the aiming beam was dim and round. The burn marks on a connector face can be caused by prolonged use of the device and/or the debris shield being damaged, for this event, it is likely that the interaction between the console and the fiber led to the connector becoming burned, leading to the dim aiming beam. The investigation did not identify any abnormality in manufacturing or design. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a transurethral holmium laser enucleation of prostate procedure for benign prostatic hyperplasia, when the pedal is stepped, the fiber burst directly. The procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a transurethral holmium laser enucleation of prostate procedure for benign prostatic hyperplasia, when the pedal is stepped, the fiber burst directly. The procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
D3/g1 additional email: (B)(6).